Event description:
It was reported that a patient with diabetes experienced a line blocked alarm shortly after initiating insulin pump therapy with the assistance of a trainer. Upon removal of the infusion site, the cannula was found to be bent. The infusion site was not changed immediately because the patient was driving and intended to replace it after returning home. A replacement product was arranged, and the affected device was retained for return and evaluation. The event involved the patient, and no harm was reported.

Manufacturer narrative:
The root cause investigation analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 CFR 803.56 when additional reportable information becomes available.